Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2022. Investigation summary: two samples were received for quality investigation. The customer complaint of leakage could not be verified. The extension sets were connected to an infusion set at the proximal end and another extension set at the distal end. A simulated infusion was conducted at a rate of 200 ml/hr through the infusion assembly using an alaris pump. There was no leakage noticed at the male luer connector end for both samples tested. A device history record review for model 37262e lot number 21096075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 37262e lot number 21096071 was performed. The search showed that a total of(B)(4)units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure reported not being replicated.

Event description:
It was reported when using the bd smartsite¿ extension sets, the device experienced a damaged, defective product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the smartsite is leaking. Verbatim: although the # is the same the manufacturer has change the design leading to leakage of IV at the patient catheter. The original design allowed the collar to pull back fully for a secure connection to the catheter (shown as top of picture). The other design has a plastic ¿stop and does not allow the collar to be retracted fully (bottom of picture) which makes the connection to the patient difficult.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21096075, medical device expiration date: 2024-09-25, device manufacture date: 2021-09-17. Medical device lot #: 21096071, medical device expiration date: 2024-09-23, device manufacture date: 2021-09-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd smartsite¿ extension sets, the device experienced a damaged, defective product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the smartsite is leaking. Verbatim: although the # is the same the manufacturer has change the design leading to leakage of IV at the patient catheter the original design allowed the collar to pull back fully for a secure connection to the catheter (shown as top of picture). The other design has a plastic ¿stop and does not allow the collar to be retracted fully (bottom of picture) which makes the connection to the patient difficult.